Manufacturer narrative:
Other devices involved in this event: battery/(B)(4); cat# 1650de; exp. Date: 03/31/2017; mfg. Date: 03/31/2016; received date: 12/12/2016; (B)(4). Battery/(B)(4); cat# 1650de; exp. Date: 03/31/2017; mfg. Date: 03/31/2016; received date: 12/12/2016; (B)(4). Battery/(B)(4); cat# 1650de; exp. Date: 03/31/2017; mfg. Date: 03/31/2016; received date: 12/12/2016; (B)(4). Battery/(B)(4); cat# 1650de; exp. Date: 03/31/2017; mfg. Date: 03/31/2016; received date: 12/12/2016; (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The hvad controller is a microprocessor unit that controls and manages the heartware system operation. It sends power and operating signals to the blood pump and collects information from the pump. The hvad controller requires two power sources for safe operation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received that the patient observed early power switching from the batteries without being depleted enough. The devices were exchanged with no reported consequence or impact to the patient. Log files were sent. No further information was provided.

Manufacturer narrative:
(B)(4). The reported premature switching events were confirmed on the returned units. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Log file analysis revealed multiple premature switching events involving con211428, bat215506, bat216048, bat216248, and bat216372. These events were most likely triggered by momentary disconnections between the batteries and controllers. Analysis revealed that the devices passed visual examination and functional testing. Heartware has opened an internal investigation to evaluate momentary disconnections between batteries and controllers. The most likely root cause of the reported event can be attributed to momentary disconnections between the batteries and controller.